Event description:
It was reported that during a gynecological procedure, the electrode broke off inside the patient. The tip of the electrode was retrieved from the patient with no adverse patient consequences. A second device was used to complete the procedure successfully.